Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm attempted to calibrate and pressure readings were not adjusting properly according to voltage readings on front end board. To fix the issue, the stm replaced shuttle transducer and the calibration was successful. The unit passed all functional and safety tests to factory specifications and was returned to customer and cleared for clinical use. Evaluation conclusion code 4307/cause traced to component failure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented an electrical test fails code #53. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.